Event description:
New information received notes that frequent non-sustained rv oversensing (nsrvo) was observed. The nsrvo was replicated when performing isometrics in clinic. Lead replacement was discussed, but the lead has not been explanted due to another complication that was unrelated to the device. The patient left the hospital against medical advice.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead noise was observed via remote transmission. The patient will be brought into office for isometric testing to attempt to reproduce the noise.